Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
The heart is a multivalvular system with heart valves function to promote coordinated forward blood flow during the cardiac cycle. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. Additional unplanned intervention might be required to restore the normal forward blood flow. In this case, the patient developed severe mitral regurgitation after the implant of the 11500a aortic valve and underwent unplanned mvr. There has been no indication or evidence of a device malfunction and/or deficiency that may have caused or contributed to this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Per the medical records, the patient presented with progressive fatigue in the setting of radiation-induced with moderate mitral stenosis. The patient originally underwent an avr with a 23mm 11500a aortic valve and CABG x2; however, after the patient was weaned off bypass tee demonstrated severe mitral regurgitation due to the annular distortion caused by the avr. The patient underwent an unplanned mvr. The patient tolerated the procedure well without complications. On pod #5, the patient was discharged.